Manufacturer narrative:
The device is expected to be returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console displayed ec179 "bccam_ref_not_found". There were no reported patient complications.